Event description:
The patient was taken to the catheterization lab for popliteal aneurysm stenting (aneurysm was 7-8 cm). According to operative report, the string that deploys the viabahn stent graft broke leading to a partial deployment of the stent; about 3-4 cm away from the desired area. This caused occlusion of the artery. The procedure was immediately aborted and the patient was taken to the or where the artery was entered. The stent was fully deployed to the desired location and the aneurysm was repaired.